Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0002648920-2017-00537, 0001822565-2017-06114, 0001822565-2017-06115. Concomitant medical products - p/n 00630505028 liner standard 28 mm i.d. For use with 50/52/54 mm o.d. Shells l/n 61987641. P/n 00801802801 femoral head sterile product do not resterilize 12/14 taper l/n 62014237. P/n 00620005222 shell porous with cluster holes 52 mm o.d. L/n 62026417. P/n 00784001600 femoral stem beaded midcoat 12/14 neck taper std. Body std. Offset size 16 16 mm distal dia 160 mm length l/n 60809910. P/n 00625006525 bone scr 6.5x25 self-tap l/n 61974165. P/n 00625006520 bone scr 6.5x20 self-tap l/n 62016784. P/n 00625006530 bone scr 6.5x30 self-tap l/n 62032214. The device has not been returned for evaluation at the time of this reporting. It has not been reported the patient has been revised and the device is presumed yet implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced a seroma without infection within one year of a total hip procedure. This was resolved with local wound care.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided medical notes. Notes states that after total hip procedure, patient had a seroma with wound drainage with no infection and resolved with local wound care and hip functioning well. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.